Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose readings. Customer stated that she went into diabetes ketoacidosis at night and she had a low reservoir. Customer also stated that the insulin pump died. Customer mentioned that she did not hear the low battery alarm; however, it did show low battery in the alarm history. Customer's blood glucose reading at the time of the hospitalization was 425 mg/dl. No further information reported.